Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2015 with the following findings: a review of the black box showed unexplained reboots had occurred. Investigation found that the battery compartment was cracked. There was no visible damage to the returned battery cap; the cap was able to carefully tighten. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no power issues occurring. The pump cover was removed and there were no defects found to the power circuit and there was no evidence of any internal moisture damage. The complaint of power loss could not be duplicated on investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had an intermittent power issue and the battery compartment was cracked. Reportedly, the battery cap would not secure properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.